Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Outcomes of self-expanding covered stents for the treatment of external iliac artery obstructive disease. Authors: francesco squizzato, vicente mosquera-rey, amer zanabili al-sibbai, lino antonio camblor santervas, edoardo pasqui, giancarlo palasciano, gianmarco de donato, manuel alonso pe´rez, michele antonello, michele piazza. Cardiovascular intervention radiology (2023) 46:579¿587. Published online 24 february 2023. H3: information was from an article. Device disposition appears to be: remains in patient as was not indicated an explant was performed. H6 - code c20: no lot number information was supplied; therefore, no review of the manufacturing records could be reviewed. H6 - f28: access site pseudoaneurysm was reported as procedural complication; treatment is unknown. Multiple attempts were made to obtain further details from author with no response. Mean age, gender and medical history was obtained through publication and entered as patient information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature review: outcomes of self-expanding covered stents for the treatment of external iliac artery obstructive disease. Authors: francesco squizzato, vicente mosquera-rey, amer zanabili al-sibbai, lino antonio camblor santervas, edoardo pasqui, giancarlo palasciano, gianmarco de donato, manuel alonso pe´rez, michele antonello, michele piazza. Cardiovascular intervention radiology (2023) 46:579¿587. Published online 24 february 2023. This publication refers to a multicenter retrospective study from three centers in italy and spain (from 2015 to 2021) about the early results and mid-term patency rates of external iliac artery (eia) stenting using self-expanding covered stents. Patients with claudication, rest pain, tissue loss, and tasc c/d lesions (bilateral eia stenosis, heavily calcified occlusions) were included. Compared to common iliac artery (cia) the eia is characterized by a smaller diameter, more tortuous anatomy, and more frequent extension of the disease into the common femoral artery (cfa). Also, specific mechanical forces (hip flexion) may exert adjunctive device stress. All 93 patients were treated with gore® viabahn® endoprosthesis (vsx device). Of the 93 patients, 45 had isolated eia stenting while 48 had eia stenting and cfa endarterectomy. Technical success was 100%. Preferred vascular access was the ipsilateral cfa. At 42 months, primary patency was 89.8%. Early (30-days) medical complications included death (postoperative myocardial infarction), dysrhythmia, respiratory failure, and acute renal injury. Procedural complications included arterial access site complications (pseudoaneurysm) needing intervention, bowel ischemia, distal embolization, thrombosis, or wound complications occurring intraoperatively or within 30 days. The four wound complications involved patients who also had endarterectomy during index procedure. Article states there were no cases of iliac artery rupture, bowel ischemia, or distal embolization. Median follow-up was 25 months. During follow-up, there were seven (7) stent occlusion or restenosis; 3 were treated with re-stenting using covered stents, 1 with fibrinolysis and re-stenting, 1 with thrombectomy, 2 with re-do cfa endarterectomy and eia re-pta and stenting.